Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q12 and q16 on the defibrillator pca and a shorted component u409 on the ca board. The shorted components caused high voltage to deviate to low voltage circuitry. The root cause for the shorted components could not be positively identified. No adverse event resutled from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.